Manufacturer narrative:
Total hip arthroplasty performed (B)(6) 2018. Femoral stem was placed proud, it subsequently subsided distally presenting thigh pain and aseptic loosening. Removed and replaced with an arcos cylindrical stem.

Event description:
Femoral stem was placed. It subsequently subsided distally presenting thigh pain and aseptic loosening. Removed and replaced with an arcos cylindrical revision stem. Original stem implanted was size 09.